Event description:
Cpmplainant alleged that while treating a male pt in cardiac arrest, the device displayed a dotted baseline. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.